Event description:
It was reported that one a patient¿s two implantable neurostimulators (ins) was replaced due to a fall. It was stated that the patient had one device made by the manufacturer and one made by a different manufacturer, but the patient was not sure if the manufacturer¿s ins was removed or if it was still implanted. It was noted that the patient was redirected to the managing health care professional (hcp) to verify what systems were implanted. It was stated that all of a sudden the patient didn¿t have stimulation so the hcp x-rayed the systems. The patient stated that the hcp said she cracked the ins but the leads were in place. It was stated that the patient couldn¿t remember the date of the event. It was stated that the ins was replaced and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a-45, lot # j0225392v, implanted: (B)(6) 2002, product type lead; product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3487a-45, lot # j0228151v, implanted: (B)(6) 2002, product type lead. (B)(4).